Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with post-sensed t-wave oversensing and double counted qrs signals on the ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Device remains implanted. Patient condition is good.